Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 100% to 75% while connected to a power source. There was no impact to the customer's blood glucose level. The reported issue could not be confirmed as the contact declined to upload pump data for review by tandem technical support.